Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system patient controller (pc) was displaying ¿replace generator. The generator has reached the end of its service¿ message. The message indicates the generator has reached a low voltage state and will no longer provide therapy. Surgical intervention to replace the patient's scs system generator would be necessary.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.